Manufacturer narrative:
(B)(4) follow up. It was reported there was a brown stain in the syringe and a double printed syringe barrel. To aid in the investigation, two photos were provided for evaluation by our quality team. One photo shows a syringe in the packaging blister with a dark colored speck. From the photo, it is not possible to confirm whether the speck is embedded or not. The second photo shows a syringe in the packaging blister with a double printed graduation scale. No other defects or imperfections were observed. The embedded degraded resin in the component typically occurs at the startup or intermittently during the injection molding process. The degraded resin can break loose and be molded into components. The scale printing defect could occur if there was a jam during the syringe barrel printing process. A device history record review was completed for provided material number 302832, lot 3333875 and 3139672. The review did not reveal any detected quality issues during the production of this lot that could have contributed to the reported defect. There were no related quality notifications. All processes and final inspections complied with specification requirements. Verification of the syringe barrel printing process was performed. The settings were correct, and the flow of product was good. To date, there have been no other similar events reported for this lot. Based on the investigation and with the photo sample analysis the symptom reported by the customer is confirmed.

Event description:
No additional information received.

Event description:
Description/event details: 1. Brown stain found inside the barrel of 30ml syringe. 2. Syringe label double printed on 30ml syringe. Before use, no patient involvement.

Manufacturer narrative:
Initial MDR submission. A follow up MDR will be submitted if additional information, a device evaluation, or a device history review is completed.